Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced gaps in glucose data with a dexcom g7 continuous glucose monitor (cgm) sensor and received a brief sensor issue alert during the night, after which higher glucose readings were observed when the sensor signal returned; the user was educated that compression could interrupt sensor signal. The user reported a blood glucose peak of 191 mg/dl without any associated clinical symptoms. Outcomes included resolution without device replacement and no health impact. User support included a review of system alerts and user report, along with troubleshooting and education on sensor compression and verification of glucose with a meter. Investigation of this case revealed that transient signal loss from the cgm likely interrupted closed-loop control, leading to temporary lapse in glucose readings; the responsible device for the signal loss was not identified. It was concluded, based on previously established findings for similar reports, that user-dependent sensor compression and associated cgm transient communication interruption were the most probable causes.